Event description:
The customer was hosptilized for dka. Prior to the event the customer experienced dehydration and vomiting. It was also reported that the cusotmer did not do a set change prior to or during event. Troubleshooting was performed, pump passed all tests. It was reported the md believes event was related to dehydration.